Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/06/2024, the patient experienced a skin reaction with redness, inflammation, and infection, at the needle puncture site. The patient contacted a doctor and received a prescription for an oral antibiotic, clindamycin. At the time of the report the patient was stable. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).